Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.

Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 210mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.